Event description:
The customer alleged their fasttake meter would not power on, resulting in inability to test. Patient states they had very low blood sugar and was treated with coke and some candy at the doctor's office.